Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant. The patient was noted to have a significant gradient of 100, presented with sinus bradycardia, and had a heavy calcium burden. The physician anticipated a ppi prior to case. The patient was noted to have a membranous septum length of 9.7mm and no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, a pre-dilation was performed with a 20mm non-abbott balloon. The valve was noted to be so tight that the balloon was almost occlusive. They had trouble with the temporary pacer capturing due to inadequate conduction from the neck. It was adjusted and it was finally able to capture and use the pre-dil at a rate of 160. There was definite conduction disturbances during after crossing the valve and prior to the pre-dil. The valve was then placed, but had to be resheathed 3 times due to under expansion and depth. On the third deployment the valve was successfully implanted at a depth of 5mm on the ncc and 7mm lcc. The results were good and the gradient dropped to 5 with trace pvl. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of incomplete stent opening was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported incomplete stent opening could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It should be noted that per the instruction for use (IFU), ¿implantation precautions: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance.¿

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant. The patient was noted to have a significant gradient of 100, presented with sinus bradycardia, and had a heavy calcium burden. The physician anticipated a ppi prior to case. The patient was noted to have a membranous septum length of 9.7mm and no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, a pre-dilation was performed with a 20mm non-abbott balloon. The valve was noted to be so tight that the balloon was almost occlusive. They had trouble with the temporary pacer capturing due to inadequate conduction from the neck. It was adjusted and it was finally able to capture and use the pre-dil at a rate of 160. There was definite conduction disturbances during after crossing the valve and prior to the pre-dil. The valve was then placed, but had to be resheathed 3 times due to under expansion and depth. On the third deployment the valve was successfully implanted at a depth of 5mm on the ncc and 7mm lcc. The results were good and the gradient dropped to 5 with trace pvl. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product.